Event description:
Orig. Surg. Date unk. Allegedly looking to revise the tibia. There is a stemmed medial-pivot femur in (this was custom before the stemmed medial pivot was on the shelf) and a stem extender on the tibia.